Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was found to have the main tube dislodged. The main tube metal tabs were found to be dislodged from the slots at the distal end. As a result, the instrument failed intuitive motion. The event was caused partially or wholly by the use of the device, including sample handling. The instrument was found to fail intuitive motion. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion. The grip tips moved in the direction commanded; however, a lag or delay in the motion was observed. The root cause is attributed to a dislodged main tube. Intuitive followed up and obtained additional information. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure not related to inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. There were no shakiness and friction observed. There were no external collision and no instrument-to-instrument or system arm-to-arm interference. No harm to the patient. The instrument was removed and replaced with back up instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tips of the vessel sealer extend (vse) instrument were not moving as intended. The technical support engineer (tse) advised the customer to reinstall both the sterile adapter (sa) and the instrument, which resolved the issue. The tse explained that the issue was likely caused by a loose attachment. The customer reported that this issue recurred after reseating. The tse explained it was possibly caused by the changed vse connection. The use of the instrument was discontinued, and it was replaced with a backup. The customer completed the procedure, and no known impact or patient consequence was reported.